Event description:
It was reported during an ablation procedure, the irrigation port broke off of the therapy cool flex catheter. After the catheter was used for several hours, and error on the ablation generator saying 'pump not working' was noted. The catheter was examined, which revealed the broken irrigation port. The catheter was replaced with a new one and the case was finished with no consequences to the pt.

Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.